Manufacturer narrative:
(B)(4).

Event description:
Tanning device - during normal use it appears electrical short generated an ignition by one or more lamps and has caused the equipment to ignite causing the material to burn in the canopy operating area within the unit. The operating staff using the fire extinguisher put out the flames. Fire department called in to make inspections. No injury occured to user.